Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump exposure to water, a keypad anomaly, and a blank screen, with the buttons and keypad being unresponsive. The customer also reported that the minutes did not change on the time display. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed, including confirming fluid exposure, checking for button and keypad responsiveness, and advising the customer that the pump would be replaced, to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; the customer declined further troubleshooting. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the sleep current measurement, active current measurement, self-tests or verify buttons keypad anomaly, display anomaly-date/time-related and unable to download pump history due to blank display. The pump was cut open to perform visual inspection and found heavy moisture damage on the electronic assembly during visual inspection. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Unable to verify buttons keypad anomaly, display anomaly-date/time-related and unable to download pump history due to blank display. Blank display due to moisture damaged electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.